Event description:
Additional information received reported that the patient continued to experienced shocking pain with stimulation turned on. As coverage was not optimal, the patient was scheduled for another revision and the lead was replaced. It was reported that there was a break in the device. The patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 377745, lot# j0555159v, implanted: (B)(6) 2005, explanted: (B)(6) 2013. Product type: lead: product ID neu_tlock_anchor, explanted: (B)(6) 2013. Product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID, 377745 lot# j0555159v, implanted: 2005 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient experienced a shocking sensation. The shocking was reported to have occurred "in back under shoulder blades and rib cages" since around "(B)(6) time" of (B)(6) 2012. The shocking was reported to have occurred "even when settings were low." It was reported that the shocking did not occur when stimulation was off. It was additionally reported that when the patient charged her implant that "the battery depleted really fast." The "charge issue" was reported to have first occurred "prior to (B)(6) 2012." The patient additionally reported having fallen and fractured her shoulder in (B)(6) 2012, but noted that the "shocking wasn't noticed until sometime after that." Reprogramming was reported to have "not resolved" the shocking issue. X-ray results showed "a little white dot on the lead when viewed around t8-t9" and that "the dot appeared from various angles." Impedance test results showed measurements "around 400-600 when tested at 0.25v and 0.7v." A lead revision was scheduled for (B)(6) 2013 on the stated belief that there was "a short in the lead." Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Analysis of the lead model 377745 lot j0555159v, found no anomaly. Continuity was acceptable and there were no shorts between circuits. Analysis of the twist-lock anchor model unknown lot unknown found no anomaly.

Event description:
Additional information received clarified that the patient only had one revision, the one scheduled for (B)(6) 2013. The patient continued to experience poor coverage, and a second revision to reposition the lead was scheduled for (B)(6) 2013, however, prior to repositioning the lead the patient was tested pre-operatively to get a baseline. The patient claimed she felt stimulation in the area of pain that had not been captured in previous office programming. As a result the hcp decided not to reposition the lead.

Event description:
It was later reported that during the patient's (B)(6) lead replacement surgery the hcp noticed she had an infection in middle of the back. The infection was treated with antibiotics and had resolved. It was also reported that no one could get the new "cables" to work. The patient reported that during the lead revision surgery that had been scheduled for (B)(6), four people held her down and shoved needles in her to help with the pain. During the surgery it was reported that the manufacturer representative was able to program the stimulation to treat the pain, and the surgery ended with no new components being implanted, but when the patient tried the settings it caused excruciating pain. It was reported that the therapy had always worked well for the patient before the leads were replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional review indicated only the information regarding the shocking, infection and lead revision on (B)(6) 2013 pertains to this manufacturer¿s report. All other information regarding lead revision for (B)(6) 2013 that ended with no new components implanted pertains to MFR report # 3004209178-2013-20466. Any additional information not related the shocking, infection and lead revision on (B)(6) 2013 will be reported MFR report # 3004209178-2013-20466. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.